Event description:
It was reported that during use of this handpiece, the bur guard got hot and caused a burn to the commissure of the pt's right and left lip. Vaseline was applied to the area of burn and no other treatment was required.

Manufacturer narrative:
Investigation results: the handpiece used during this event will not be returned for an investigation. The customer reported that the handpiece itself did not get hot, only the bur guard. In addition, the customer does not know the serial number of the handpiece in use at the time of this event. Warnings are documented in the handpiece manual regarding monitoring of equipment for overheating to prevent injury along with recommended service intervals. The customer will be contacted with additional info in regard to this event.